Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. Timeouts, but not drive stalls, were replicated in a rerun. No damages or drive resistance were observed. The high pulse width w/ drive stall is confirmed as the root cause of the reported event. The cause of the high pulse width w/ drive stall, however, could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.